Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision was blurry and not as good as before the procedure. The consumer reported a laser procedure had been performed due to a question as to whether the lens was sitting correctly. Following the laser procedure, the consumer was still disappointed with his result. The consumer reported he was referred to another physician and was told he had some minor macular degeneration in his eye, but not sufficient to be of concern. The consumer's optometrist has recommended a trial contact lens since his vision has changed noticeable. At that visit, the optometrist told him his lens was sitting "well". The surgeon was unwilling to complete the questionnaire, but reported the pt had significant co-morbidities that were being investigated.